Manufacturer narrative:
The manufacturer's investigation into this issue continues. At this time this would appear to be an isolated case, with no other similar reported cases to date with this or similar products. The potential for life threatening or serious deterioration would appear very low. The device has not been returned as it was successfully implanted into the patient. A f/u report shall submitted on conclusion of the complaint investigation.

Event description:
As described by the patient: "dr (B)(6) did my procedure and removed my stitches, but because I live over 100 miles from (B)(6) it was hard to schedule appointment with dr (B)(6). Our schedules just don't match up so dr. (B)(6) has been the doctor who did his very best to help my left side heal. The procedure was done around (B)(6) 2013, since then my left side would heal most of the way, but then would reopen again and it would do this over and over again. I was told it was a hair growing in the area that keeps getting infected".